Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and verified that the device would not provide audio prompts cause it will not power on when lid opened. The device was still able to be powered on and off by pressing the on/off button. The cause of the reported issue is isolated to the reed switch sw5, but further root cause is undetermined.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.